Manufacturer narrative:
Patient code should have been 1970 - nausea rather than 2199 - no consequences or impact to patient as previously reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-21617. It was reported that the patient was admitted to the hospital feeling nauseous and unwell. Upon interrogation, it was observed that the right atrial (ra) lead exhibited high capture thresholds and decreased sensing; and the right ventricular (rv) lead exhibited high capture threshold. The device was reprogrammed. The ra and rv leads were repositioned successfully on (B)(6) 2020. The patient was stable and showed no adverse conditions after lead repositioning.